Event description:
A peritoneal dialysis (pd) patient reported an iipv (drain volume greater than 180% of fill volume). Treatment data provided below for (B)(6) 2015: drain 0: 432 ml, fill 1: 2696 ml, drain 1: 5379 ml, fill 2: 2700 ml, drain 2: 2462, fill 3: 2700 ml, drain 3: 1937, fill 4: 1502 ml. The reported drain 1 volume of 5379 ml was 199% over the expected drain volume. No complications, infection, serious injury or hospitalization were noted by the peritoneal dialysis registered nurse. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process control were within specification.